Event description:
It was reported a bladder neck suspension procedure was performed without incident. Sometime post-procedure, the pt returned with suprapubic pain. It was noted the anchors had dislodged from the bone and remained free floating. During surgical removal of the bone anchors a mass of bone dislodged simultaneously with the bone anchors. Another continence procedure will be scheduled. No further info regarding the circumstances surrounding this event are available. It is unk if the extraction of the pt's bone was due to pt's condition, device malfunction or user technique.